Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motion controller and motion interface were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: serial/lot # :rev. 1 : s/n (B)(4). The motion control box rotor was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No fault was found with the component while under testing. The enclosure motion was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When installed in a known good system, the system did not initialize. Motion calibration was prompted. During calibration, the detector was jerking . Calibration was successful and the system initialized. Motion calibration failed after a while. Analysis found that the reported event was related to an electrical issue. 10, 213, and 4315 are associated with the motion control box rotor. 10, 120, and 4307 are associated with the enclosure motion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Event date is approximated as it was reported to have occurred several times in the last two weeks. Follow-up is being conducted. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system was restarting intermittently by itself and required motion calibration before moving on. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was reported that this issue had occurred several times in the last two weeks. No other details were provided. Follow-up is being conducted.